Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2021, according to a report by the nurse the medical team requested the insertion of a PICC catheter in a patient diagnosed with pulmonary sepsis to start antibiotic venous therapy. This is a patient with cancer pathology under treatment. Catheter insertion using sherlock 3cg technology, hard progression of the catheter, showing no progression at the subclavian level. Due to the complex diagnosis of the patient, a peripheral catheter was kept in the subclavian region and an evaluation of vascular surgeon was requested to evaluate the patient in question. Upon analysis by the vascular surgeon, a venous doppler exam was performed and the presence of a ¿piece¿ of the catheter stylet was verified in the patient's chest cavity. The patient was referred for hemodynamics to remove the tip of the stylet from the patient's cavity.patient continues without serious complications, and it's stable.